Event description:
Customer reported the insulin pump was having issues with the buttons. Customer stated the esc button was not responding. Customer stated he would allow the device to time out in order to bypass keypad issues. Customer's blood glucose was 175 mg/dl. Customer does not recall any significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump was received with all buttons responding properly. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.